Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump detected an occlusion that prevented the flow of insulin. Customer reverted to back-up plan. Advised customer to call when the alarm occurs in order to troubleshoot. Customer's blood glucose was 500 mg/dl. No further information provided.